Event description:
A distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2014 while in the hospital. Asystole was detected at 01:06:33 on (B)(6) 2014. The lifevest delivered a 150j shock at 01:10:27. The rhythm at the time of the treatment was asystole. Asystole is considered a non-treatable rhythm. CPR artifact contributed to the false detection. The response buttons were not used during the event. The lifevest electrode belt was disconnected at 02:13:11. The exact time of death on (B)(6) 2014 is not known. There is no indication that the lifevest caused or contributed to the patient death.

Manufacturer narrative:
Device was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. There is no indication that the lifevest caused or contributed to the patient death. Device manufacture date and usage of device: monitor (B)(4): 04/2013 - reuse; electrode belt (B)(4): 05/2014 - initial use.